Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. In this case, edward¿s received information that this bioprosthetic valve was explanted at implant due to perivalvular leak. Per the source document provided, "a 23 valve was selected and this sewn in place. De-airing was carried out and the cross clamp was removed. There was no bleeding whatsoever from the aortotomy and was separated from bypass on no inotropic support. Unfortunately, we did have a fairly significant perivalvular leak which was felt unacceptable. The aorta was cross clamped and the subject valve was explanted. The valve was down sized to a 21mm edwards valve. The valve itself looked fine on the tee and noted that there was essentially complete resolution of the leak; the valve was well seated and all 3 leaflets opened and that there was a normal transvalvular gradient for a prosthetic valve. The patient tolerated the procedure well. The subject explanted device was discarded.

Manufacturer narrative:
The device was discarded, no product evaluation was possible. Additional manufacturer narrative - paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus . The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Other technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.